Event description:
Reportedly, after firing, the device could not be removed from the cavity. The instrument was removed by force, then a part of the anastomoses broke. The surgeon converted from an lar to a colostomy. Both of the donuts were inspected and were properly formed. Procedure: low anterior resection pt.